Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was inguinal and umbilical hernia. The procedure performed was tep laparoscopic inguinal hernia repair and open umbilical hernia repair. The patient has had pain, recurrence, and surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced abscess, pain, and recurrence. Post-operative patient treatment included revision/removal of prior mesh with new ethicon prolene mesh implanted for right inguinal hernia repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia and an umbilical hernia. It was reported that after implant, the patient experienced abscess, pain, recurrence, right scrotal mass, small right hydrocele, scrotal swelling, complaint of bulging, and a cord lipoma. Post-operative patient treatment included revision/removal of prior mesh with new ethicon prolene mesh implanted for right inguinal hernia repair.

Manufacturer narrative:
Additional info: a3a, a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h6 (updated all codes, added patient codes, imf codes and ime e2402: "hydrocele"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia and an umbilical hernia. It was reported that after implant, the patient experienced hematoma, testicular pain, abscess, pain, recurrence, right scrotal mass, small right hydrocele, scrotal swelling, complaint of bulging, and a cord lipoma. Post-operative patient treatment included CT scan, revision surgery, removal of prior mesh with new ethicon prolene mesh implanted for right inguinal hernia repair.